Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 21-apr-2024, it was reported that the infusion set fell off during use for 1 to 2 days, which caused the patient's blood glucose to high as 350 mg/dl. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3.